Event description:
The event is reported as: complaint alleged: catheter was inserted into an (B)(6) boy and 3ml water instilled to the bulb. The radiologist could not withdraw water to deflate the bulb, because the side port for the bulb was cut, but the bulb was still seen inflated on the x-ray. Part of the catheter was cut off, but only urine was seen draining, not the water from the bulb. The physician, instilled either which dissolved the bulb, which allowed the catheter to be removed. The catheter was only used for a diagnostic procedure in radiology. No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.